Manufacturer narrative:
D9: product received date 9/10/2024. H3: one device was returned for repair in used condition. This device has not been in for service within the review period. An event history review showed cassette not attached properly alarm. The primary reported problem, cassette error, was duplicated. The downstream occlusion (dso) sensor was stuck at 255 mv in the manufacturing utility mode, and the calibration had failed. When the cassette was attached and the latch moved to closed position, an alarm indicating the cassette was not attached properly was displayed. The cause is the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a cassette error. The event occurred during setup. There was no physical damage/mishandled abuse. There was no delay in therapy, no patient involvement and no patient harm.